Manufacturer narrative:
(B)(4). The customer has decided not to return the device for evaluation.

Event description:
The reporter stated the n65 pulse oximeter had no audio alarm. There was no patient involvement.